Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on the first firing during a lobectomy procedure, the nurse passed the devices to the doctor, but the jaws did not close after approaching the tissue. Even though the doctor repeated the operation of the devices for several times, the same event occurred, so the handle was changed to a new one without changing the cartridge, and then the devices were able to be used. There was no patient injury.